Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off label insertion site on (B)(6) 2026. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On (B)(6) 2026, it was reported that the patient reported that she was pregnant and attending a healthcare provider appointment. During the visit, the cgm displayed a glucose value of 200¿mg/dl, while a fingerstick blood glucose (fsbg) measurement performed by the provider showed 289¿mg/dl. Laboratory testing also confirmed elevated ketone levels. The patient was treated with IV fluids, admitted for observation, and discharged after 24 hours. Multiple attempts to contact the reporter were made; however, no other details were obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.